Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported implant crown is and screw are loose so the screw head is not retrievable. Patient has a loose screw that has been stripped. Tooth location not reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) unknown abutment screw was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported device was located on tooth # 19 (universal) and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. October post market trending was reviewed and there were no actionable events or corrective actions for the reported events (loosening & damaged threads) or product (unknown abutment screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.